Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. A new cartridge was loaded and multiple occlusion alarms reoccurred. A system check was performed and the occlusion was found to be within the cartridge. Customer's blood glucose (bg) ranged from 182 mg/dl to over 500 mg/dl with diabetic ketoacidosis. Reportedly, customer was hospitalized, was treated with intravenous saline drip, and was released the same day. Customer's bg lowered to in the 300's (mg/dl), the cartridge was changed, and insulin delivery was resumed.